Event description:
It was reported: impacting a pl peek cage and the cage broke.

Manufacturer narrative:
Method: risk assessment. Results: the avs pl spacer 11 x 25 x 4 was confirmed to be fractured via correspondence. The device was discarded at the hospital and therefore could not be returned for evaluation. The surgical technique for avs pl indicates that the spacer must be inserted gently and progressively into the disc space. It was reported that the disc space was not trialed for size prior to selecting an implant. A materials analysis performed suggested that the cage fractured as a result of brittle overload, indicating a sudden application of force caused the fracture. The plausible root cause for the reported event is a high impaction force. Conclusion: the plausible root cause for the reported event is a high impaction force.